Event description:
Based on additional information received on 29-aug- 2017, the case was upgraded to serious as the event hard time walking/ antalgic gait/ limp/ could hardly walk, left knee started to swell/ one knee had a spot that looked like a bee sting, fluid drained off several times/ large effusion and left knee started to pain/ tenderness of the medial joint line in left knee was updated to serious and other serious events of tenosynovitis right knee, synovitis right knee were added along with seriousness criteria as required intervention. Also the case was medically confirmed as the patient provided the medical records signed by the physician. This unsolicited case from united states was received on 12-jul-2017 from a patient. This case involves a (B)(6) female patient who received treatment with synvisc one and after 13 days had hard time walking/ antalgic gait/ limp/ could hardly walk, tenosynovitis right knee and synovitis right knee and after 16 days left knee started to swell/ one knee had a spot that looked like a bee sting, left knee started to pain/ tenderness of the medial joint line in left knee and after 2 weeks fluid drained off several times/ large effusion, can't sleep and after few days had genu varum, crepitus, pain at initiation of movement and extreme limits of range/ pain elicited by motion and active range of motion limited in both knees. Prior to the synvisc one injection patient's primary knee joint had tenderness of the lateral joint line and the medial joint line (bony palpation right), tenderness of the medial joint line and the lateral joint line (bony palpation left), limited active and passive range of motion (right and left). Patient had a pinched nerve in her back in the past and bilateral primary osteoarthritis of knee. Patient had previously received synvisc in 2000 for problem in right knee, bilateral injections of methylprednisolone acetate (depo-medrol), bupivacaine hydrochloride (marcaine), lidocaine and dexamethasone injection. Patient confirmed no prior adverse reactions, no active infections, and no relevant allergies. Patient was not a alcohol user and was never a smoker and did not chew tobacco. Concomitant medication included ethyl chloride as topical anaesthesia. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/ lot number: 6rsl045 and expiration date: 01-sep-2019) in each knee to relieve the pain from osteoarthritis in knees. The injection was completed without complication and a bandage was applied. The patient tolerated the procedure well and experienced relief. Since an unknown date in (B)(6) 2017, 2 weeks after receiving treatment with synvisc one injection, patient presented problems. On (B)(6) 2017, patient contacted physician about the swelling and pain in right knee. On the same day, patient started experiencing tenosynovitis right knee and synovitis right knee. On an unknown date in (B)(6) 2017, patient could hardly walk, limp and antalgic gait and ambulates with no assistive devices, had genu varum and was given an appointment to see the physician and drained right knee. It was reported that the patient felt better. On (B)(6) 2017, patient returned with worsening pain and swelling in the left knee. There was increased pain and swelling in patient's right knee again. On the same day, patient underwent aspiration of right knee with 60 cc of normal joint fluid removed. The left knee was also aspirated with approximately 40 cc's of clear yellow fluid removed. The knee was then injected with 1 cc of methylprednisolone acetate (depo-medrol), bupivacaine hydrochloride (marcaine) and dexamethasone. Patient was instructed on ice and elevation. On (B)(6) 2017, patient's left knee started to swell and pain and patient had to go for urgent care for arthrocentesis on (B)(6) 2017. On (B)(6)2017, after discussion of the risks and benefits, the patient elected to proceed with arthrocentesis of the left knee. Patient confirmed no prior adverse reactions, no active infections, and no relevant allergies. The site was prepped in the usual sterile manner. Topical anesthesia was achieved with ethyl chloride. A 18-gauge needle was inserted into the site and 40 cc's of clear yellow joint fluid was aspirated without complication. A bandage was applied. On (B)(6) 2017, patient again elected to proceed with arthrocentesis of the right knee and 60 cc of a serosanguineous joint fluid, clear yellow fluid was aspirated without complication and a bandage was applied. The knee was then injected with 1 cc of methylprednisolone acetate, bupivacaine hydrochloride and dexamethasone. Patient was instructed on ice and elevation. It was also reported that after the injection, patient's active range of motion (right and left) patellofemoral knee joints was normal and crepitus. There was pain at initiation of movement and limits of range and limited in active range of motion left and active range of motion right was normal. Passive range of motion right: normal and no pain with motion in primary knee joint and passive range of motion left: limited and pain elicited by motion. Both knees had been swelling and one knee had a spot that looked like a bee sting. Patient was having a hard time walking and could not sleep she hurts so badly. The patient knew about pain. Corrective treatment: methylprednisolone acetate, bupivacaine hydrochloride and dexamethasone for hard time walking/ antalgic gait/ limp/ could hardly walk; methylprednisolone acetate, bupivacaine hydrochloride, dexamethasone, ice, resting and arthrocentesis for tenosynovitis right knee and left knee started to swell/ one knee had a spot that looked like a bee sting, fluid drained off several times/ large effusion; caffeine/paracetamol (excedrin), naproxen sodium (aleve), oxycodone hydrochloride/paracetamol (percocet), methylprednisolone acetate, bupivacaine hydrochloride, dexamethasone, ice, resting and arthrocentesis for synovitis right knee, left knee started to pain/ tenderness of the medial joint line in left knee and not reported for other events. Outcome: not recovered for synovitis right knee, left knee started to swell/ one knee had a spot that looked like a bee sting, fluid drained off several times/ large effusion, left knee started to pain/ tenderness of the medial joint line in left knee and unknown for other events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: 48738. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for hard time walking/ antalgic gait/ limp/ could hardly walk, tenosynovitis right knee, synovitis right knee, left knee started to swell/ one knee had a spot that looked like a bee sting, fluid drained off several times/ large effusion, left knee started to pain/ tenderness of the medial joint line in left knee. Follow up was received on 28-jul-2017. No new information received. Additional information was received on 03-aug-2017. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 29-aug-2017 from physician. The case was upgraded to serious and was medically confirmed. Patient's height was added. Medical history, concomitant medications and past drugs were added. Additional events of tenosynovitis right knee, synovitis right knee, active range of motion limited in both knees, genu varum, crepitus and pain at initiation of movement and extreme limits of range/ pain elicited by motion were added along with details. The event term hard time walking/ antalgic gait/ limp/ could hardly walk and fluid drained off several times was updated to fluid drained off several times/ large effusion, pain in both knees was updated to left knee started to pain/ tenderness of the medial joint line in left knee and both knees have been swelling/ one knee had a spot that looked like a bee sting was updated to left knee started to swell/ one knee had a spot that looked like a bee sting. The event hard time walking/ antalgic gait/ limp was updated to serious. Treatment start and stop date of synvisc one was updated from (B)(6) 2017, lot number and expiry date was added. Laboratory test results were added. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 29-aug-2017: this case concerns a patient who received treatment with synvisc one and experienced walking difficulty and tenosynovitis/ synovitis of right knee. The causal role of suspect product in occurrence of the event cannot be denied on the basis of significant temporal relationship and site of reaction. However, lack of information regarding medical history, concurrent conditions and past drugs precludes complete medical assessment of the case.

Event description:
Based on additional information received on 29-aug- 2017, the case was upgraded to serious as the event hard time walking/ antalgic gait/ limp/ could hardly walk, left knee started to swell/ one knee had a spot that looked like a bee sting, fluid drained off several times/ large effusion and left knee started to pain/ tenderness of the medial joint line in left knee was updated to serious and other serious events of tenosynovitis right knee, synovitis right knee were added along with seriousness criteria as required intervention. Also the case was medically confirmed as the patient provided the medical records signed by the physician. This unsolicited case from united states was received on 12-jul-2017 from a patient. This case involves a (B)(6) female patient who received treatment with synvisc one and after 13 days had hard time walking/ antalgic gait/ limp/ could hardly walk, tenosynovitis right knee and synovitis right knee and after 16 days left knee started to swell/ one knee had a spot that looked like a bee sting, left knee started to pain/ tenderness of the medial joint line in left knee and after 2 weeks fluid drained off several times/ large effusion, can't sleep and after few days had genu varum, crepitus, pain at initiation of movement and extreme limits of range/ pain elicited by motion and active range of motion limited in both knees. Prior to the synvisc one injection patient's primary knee joint had tenderness of the lateral joint line and the medial joint line (bony palpation right), tenderness of the medial joint line and the lateral joint line (bony palpation left), limited active and passive range of motion (right and left). Patient had a pinched nerve in her back in the past and bilateral primary osteoarthritis of knee. Patient had previously received synvisc in 2000 for problem in right knee, bilateral injections of methylprednisolone acetate (depo-medrol), bupivacaine hydrochloride (marcaine), lidocaine and dexamethasone injection. Patient confirmed no prior adverse reactions, no active infections, and no relevant allergies. Patient was not a alcohol user and was never a smoker and did not chew tobacco. Concomitant medication included ethyl chloride as topical anaesthesia. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/ lot number: 6rsl045 and expiration date: 01-sep-2019) in each knee to relieve the pain from osteoarthritis in knees. The injection was completed without complication and a bandage was applied. The patient tolerated the procedure well and experienced relief. Since an unknown date (B)(6) 2017, 2 weeks after receiving treatment with synvisc one injection, patient presented problems. On (B)(6) 2017, patient contacted physician about the swelling and pain in right knee. On the same day, patient started experiencing tenosynovitis right knee and synovitis right knee. On an unknown date in (B)(6) 2017, patient could hardly walk, limp and antalgic gait and ambulates with no assistive devices, had genu varum and was given an appointment to see the physician and drained right knee. It was reported that the patient felt better. On (B)(6) 2017, patient returned with worsening pain and swelling in the left knee. There was increased pain and swelling in patient's right knee again. On the same day, patient underwent aspiration of right knee with 60 cc of normal joint fluid removed. The left knee was also aspirated with approximately 40 cc's of clear yellow fluid removed. The knee was then injected with 1 cc of methylprednisolone acetate (depo-medrol), bupivacaine hydrochloride (marcaine) and dexamethasone. Patient was instructed on ice and elevation. On (B)(6) 2017, patient's left knee started to swell and pain and patient had to go for urgent care for arthrocentesis on (B)(6) 2017. On (B)(6) 2017, after discussion of the risks and benefits, the patient elected to proceed with arthrocentesis of the left knee. Patient confirmed no prior adverse reactions, no active infections, and no relevant allergies. The site was prepped in the usual sterile manner. Topical anesthesia was achieved with ethyl chloride. A 18-gauge needle was inserted into the site and 40 cc's of clear yellow joint fluid was aspirated without complication. A bandage was applied. On (B)(6) 2017, patient again elected to proceed with arthrocentesis of the right knee and 60 cc of a serosanguineous joint fluid, clear yellow fluid was aspirated without complication and a bandage was applied. The knee was then injected with 1 cc of methylprednisolone acetate, bupivacaine hydrochloride and dexamethasone. Patient was instructed on ice and elevation. It was also reported that after the injection, patient's active range of motion (right and left) patellofemoral knee joints was normal and crepitus. There was pain at initiation of movement and limits of range and limited in active range of motion left and active range of motion right was normal. Passive range of motion right: normal and no pain with motion in primary knee joint and passive range of motion left: limited and pain elicited by motion. Both knees had been swelling and one knee had a spot that looked like a bee sting. Patient was having a hard time walking and could not sleep she hurts so badly. The patient knew about pain. Corrective treatment: methylprednisolone acetate, bupivacaine hydrochloride and dexamethasone for hard time walking/ antalgic gait/ limp/ could hardly walk; methylprednisolone acetate, bupivacaine hydrochloride, dexamethasone, ice, resting and arthrocentesis for tenosynovitis right knee and left knee started to swell/ one knee had a spot that looked like a bee sting, fluid drained off several times/ large effusion; caffeine/paracetamol (excedrin), naproxen sodium (aleve), oxycodone hydrochloride/paracetamol (percocet), methylprednisolone acetate, bupivacaine hydrochloride, dexamethasone, ice, resting and arthrocentesis for synovitis right knee, left knee started to pain/ tenderness of the medial joint line in left knee and not reported for other events outcome: not recovered for synovitis right knee, left knee started to swell/ one knee had a spot that looked like a bee sting, fluid drained off several times/ large effusion, left knee started to pain/ tenderness of the medial joint line in left knee and unknown for other events a pharmaceutical technical complaint (ptc) was initiated with (B)(4). The production and quality control documentation for lot # 6rsl045 expiration date (09/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 6rsl045 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 13-sep-17, there are 5 complaints on file for lot # 6rsl045: (1) adverse event report, (3) detached luerlok hubs and (1) tip breakage/syringe barrel breakage. Sanofi will continue to monitor complaints to determine if a CAPA is required. Seriousness criteria: required intervention for hard time walking/ antalgic gait/ limp/ could hardly walk, tenosynovitis right knee, synovitis right knee, left knee started to swell/ one knee had a spot that looked like a bee sting, fluid drained off several times/ large effusion, left knee started to pain/ tenderness of the medial joint line in left knee follow up was received on 28-jul-2017. No new information received. Additional information was received on 03-aug-2017. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 29-aug-2017 from physician. The case was upgraded to serious and was medically confirmed. Patient's height was added. Medical history, concomitant medications and past drugs were added. Additional events of tenosynovitis right knee, synovitis right knee, active range of motion limited in both knees, genu varum, crepitus and pain at initiation of movement and extreme limits of range/ pain elicited by motion were added along with details. The event term hard time walking/ antalgic gait/ limp/ could hardly walk and fluid drained off several times was updated to fluid drained off several times/ large effusion, pain in both knees was updated to left knee started to pain/ tenderness of the medial joint line in left knee and both knees have been swelling/ one knee had a spot that looked like a bee sting was updated to left knee started to swell/ one knee had a spot that looked like a bee sting. The event hard time walking/ antalgic gait/ limp was updated to serious. Treatment start and stop date of synvisc one was updated from 12-jun-2017 to 13- jun-2017, lot number and expiry date was added. Laboratory test results were added. Clinical course was updated and text was amended accordingly. Additional information was received on 13-sep-2017. Ptc results with lot number were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 13-sep-2017: the follow up information received doesnot change previous case assessment. This case concerns a patient who received treatment with synvisc one and experienced walking difficulty and tenosynovitis/ synovitis of right knee. The causal role of suspect product in occurrence of the event cannot be denied on the basis of significant temporal relationship and site of reaction. However, lack of information regarding medical history, concurrent conditions and past drugs precludes complete medical assessment of the case.